Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information or the investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a shuntassistant (#fv250t) was implanted on (B)(6) 2024. According to the complainant, the /valve had a malfunction. The patient underwent a revision procedure on (B)(6) 2026.